Manufacturer narrative:
Device software was received for evaluation confirming a device electrical reset error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that attempts to put the implantable pulse generator (ipg) into surescan mode failed and the feature was disabled. It was reported that the ipg had invalid or incomplete information stored on it, and settings at implant had not been marked as complete. When the ipg was programmed with the mobile programmer application, the ipg was able to be put into surescan mode.  It was reported that the right ventricular (rv) lead exhibited low impedance. No patient complications have been reported as a result of this event. Analysis identified that the mobile programmer displayed an ipg electrical reset error message.

Manufacturer narrative:
Corrected section: h7, h9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.